Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power loss. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails, faded/stained/peeling serial number label, and a minor scratched lcd window.

Event description:
The customer reported via phone call on that the insulin pump was experiencing unexpected battery power losses. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted the device keeps telling her to change the battery, but it did not receive a low battery alarm. Customer noted she dropped the device 2 months ago, and 2 days ago prior. Customer also mentioned there were cracks on the battery cap. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.